Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. The patient was reported to be "clean". Treatment was not reported. Dianeal therapy was ongoing. The patient recovered from this peritonitis event but remained hospitalized. Same patient as (B)(4)566887.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a batch review was conducted for the potentially associated lot number gd893149. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.